Manufacturer narrative:
The complaint device was returned for evaluation. Initial inspection found that the bottom case was cracked and the device was received without batteries. Device evaluation identified that the main board had burned. The main board was replaced. The customer refused the replacement of the cracked casing. The circuit boards were inspected, the case was checked for damage and the device was tested on a simulator. A definitive root cause for the burned main board was unable to be determined. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the screen was flashing and the monitor started smoking. There was no report of patient harm. No additional information is available.